Manufacturer narrative:
This device used for treatment and not diagnosis. The wire got stuck in the most distal hole of the drill template. All k-wire holes in the template are the same diameter: 2.1±0.05. The k-wire has a diameter of 2.0 +0, -0.025. Therefore, the diameter of the hole in the drill template has clearance to accept the 2mm k-wire. In addition, the template hole diameter and tolerancing is consistent with other drill guide and k-wire guides that are used with a 2.0 drill bit or k-wire. Therefore, the design of the hole is correct. The hole diameter in the template is correctly designed. This is the first complaint for this drill template. The problem could not be duplicated. The design risk assessment is adequate for the intended use.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
During a conversation with product development, while providing feedback for the 2.7 mm lcp ulna osteotomy system, the sales consultant reported having a problem with the holes in the drill template. Reportedly the 2.0mm k-wire w/drill tip became lodged in the most distal guide hole on the drill template and was difficult to remove. The drill template has been used since without any incident. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Valid lot number updated. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.